Event description:
It was reported that the the soft tiss attach j-shap f/red forceps was found nicked. The reported event was identified during manufacturer's preliminary investigation of the received device at manufacturer's location. However, it couldn't be associated with a complaint or any other existing record. During manufacturer's final investigation of the device on june 14, 2024 it was identified that the soft tiss attach j-shap f/red forceps broken, the device shows some nicks. This report is for one (1) soft tissue attchmt/j-shaped f/bone reduction forceps this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: reporter is a j&j employee. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed the soft tiss attach j-shap f/red forceps broken, the device shows some nicks, no other finding is seen. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed due to post manufacturing damage. A functional test was not performed due to post manufacturing damage the overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part # 03.111.751 synthes lot # 511092 supplier lot # 511092 release to warehouse date: 06 aug 2015 supplier: (B)(4) no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.